Event description:
The physician used a wilson-cook universal active cord with a competitive snare and a electrocautery unit during a colonoscopy and polypectomy prodedure. When the physician applied current to the snare the snare did not conduct current causing the polyp to be cut instead of cauterized. The physician attempted to use a bicap probe with the same electrocautery unit and the bicap probe did not conduct current. The wilson-cook universal active cord was not required for use of the bicap probe. A second electrocautery unit was used, and the bicap was then successful. The pt was injected with epinephrine and the bleeding stopped. The pt was hospitalized and given three units of blood. Post procedure the pt's condition was reported as good.